Manufacturer narrative:
Failure analysis investigation of the returned instrument found that one grip was bent, causing side-to-side misalignment of the grips. There was a 0.046 offset at the tips. The grip tips do not meet together when fully closed. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the following additional damages to the instrument: there were mechanical indentations and abrasion marks on the surface of the idler pulley. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis also found damage to the distal end of the main tube. The surface of the main tube appeared to be scraped off and material was missing. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the main tube with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the fenestrated bipolar forceps instrument was found to be defective. No additional details were provided. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.